Event description:
Related manufacturer reference number: 2017865-2022-04415. It was reported that the patient presented to the clinic for a follow-up on (B)(6) 2022. Upon examination, it was noted that there were episodes of noise on the right ventricular (rv) lead. Also, since the device is subjected to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021, physician decided to explant it. The pacemaker and the rv lead were explanted and replaced on (B)(6) 2022 the patient was in stable condition.

Manufacturer narrative:
The reported event of lead noise was confirmed. As received, a complete lead was returned in one piece. External insulation abrasion breaching the outer insulation and exposing the outer coil was noted at 12.2 cm to 12.4 cm from the connector pin proximal to the suture tie impression. The cause of the reported event was due to exposure of the outer coil in the abrasion region consistent with friction to the device can.